Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure for post polypectomy bleeding performed on (B)(6) 2025. During the procedure, upon clip deployment, a sound was heard and the trip wire bowed outward from the handle, making deployment difficult. The clip had already closed and could not be reopened. The technician used hemostats to manually grasp the wire and complete the deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: the resolution 360 clip was returned, and it was found during visual inspection had no damages. Additionally, during the media inspection, it was found that the device returned without the clip assembly, with evidence of full deployment, the control wire and catheter kinked and the handle was in good conditions. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of 'failure to release from catheter" was not confirmed. The unit returned it was found that the device returned without the clip assembly, with evidence of full deployment, the control wire and catheter kinked, and the handle was in good conditions. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure for post polypectomy bleeding performed on (B)(6) 2025. During the procedure, upon clip deployment, a sound was heard and the trip wire bowed outward from the handle, making deployment difficult. The clip had already closed and could not be reopened. The technician used hemostats to manually grasp the wire and complete the deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.